Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has been restored.

Manufacturer narrative:
(B)(4). Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the ipg was unable to communicate with external devices and the issue was confirmed by a sjm representative. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.